Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vicm5_12.1 implantable collamer lens of -8.00 diopter was implanted into the patients right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to low vault without rotation. A replacement lens of longer length was later implanted and the problem resolved. The cause of the event was reported as patient-related factor. However, it was also reported that the device failed to perform as intended. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.